Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the reported issue was intermittent and was not able to reproduce the issue. Fse inspected the wash probes and identified signs of leakage and replaced them. Fse also found the dispensing (d) lane cup bottom out of alignment and adjusted the position. The fse checked the incubator cup and diluent tip bottom position and settings were within specifications. In addition, the fse found the detector lens were dirty and cleaned the lens. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action is required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period including this case. The st tes, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant result for testosterone (tes) were due to dirty detector lens, misalignment of the dispensing (d) lane cup bottom, and leaking wash probes.

Event description:
A customer reported ¿discrepant high patient sample result for testosterone (tes)¿ on the aia-900 analyzer. The physician questioned the greater than high result of 2200 ng/dl and sent the sample to a reference lab for testing, result was 500 ng/dl, expected ranges 10 ng/dl -2200 ng/dl. The customer stated the quality control (qc) was within range before running tes samples. A field service engineer (fse) was dispatched for further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.